Manufacturer narrative:
(B)(4). Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the cracked battery compartment found on (B)(6) 2021. Unit passed the displacement test. Unit had cracked keypad overlay, scratched case, missing display window cover, cracked retainer, cracked battery tube threads, cracked case (battery tube), label damage. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Cosmetic damage was confirmed at cracked case (battery tube). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a crack at back. No harm requiring medical intervention was reported. The customer will discontinue use of the device.